Manufacturer narrative:
Medwatch sections d. Device identification, d. Manufacturer info, g contact office-manufacturing site (continued g1) and medwatch field g4 PMA / 510k (premarket numbers) updated.

Manufacturer narrative:
Meter a - the coaguchek inrange serial number is (B)(6). Meter b - the coaguchek inrange serial number is (B)(6). The product has not been received for further investigation at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Section e3: occupation is patient/consumer.

Event description:
There was an allegation of questionable results from two coaguchek inrange meters (meter a - customer's meter; meter b - clinic's meter). On (B)(6) 2025: the result from meter a was 3.3 inr. The result from meter b was 4.8 inr. The time difference between the meter comparisons was less than 5 minutes. The customer's therapeutic range was not provided.